Manufacturer narrative:
.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted during testing. The assay did not start during control solution tests with no assignable cause found. The control solution was also returned and tested. The complaint could not be confirmed. On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter read inaccurately low compared to their feelings and/or normal readings. The reporter claimed obtaining a blood glucose reading of "20mg/dl" with the subject meter. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.